Event description:
The customer reported that a pt whose weight is (B)(6) was received from operating room with a propofol infusion running, but was agitated and restless. It was discovered that the pump had been reprogrammed with a weight of (B)(6). The infusion was reprogrammed with the correct weight and resumed at 2mg/kg/hour.

Manufacturer narrative:
(B)(4). The customer's report of an under infusion could not be confirmed because the customer has declined an event log review and the device will not be returned for investigation.